Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The impactor wasn¿t screwed in enough by scrub tech so when the surgeon impacted the nail the tip broke off in the handle. Concomitant device: radiolucent insertion handle (part # 03.033.001, lot # l700506, quantity 1).

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis.

Event description:
It was reported that on march 4, 2020, during an unknown procedure, the driving cap broke off in the insertion handle. The broken device was removed easily. There was no surgical delay. No patient consequence was reported. Surgical outcome is unknown. Concomitant device reported: nail insertion handle (part number unknown, lot unknown, quantity 1). This report involves a driving cap/threaded, quantity 1. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: part: 03.010.523; lot: l648300; manufacturing site: bettlach; release to warehouse date: february 2, 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the driving cap/threaded (p/n: 03.010.523, lot number: l648300) and a radiolucent insertion handle (part # 03.033.001, lot # l700506) were received at us customer quality (cq). Visual inspection of the received devices indicated that the driving cap threaded distal tip broke off at the most proximal thread form. The broken threaded distal tip piece was struck in the radiolucent insertion handle. The driving cap device had surface scratches along the shaft and several dents on the top of the proximal head from the hammer impactions. These cosmetic issues are consistent with normal wear. No other issues were identified with the device. The received condition is consistent with the complaint condition thus the complaint is confirmed. Device failure/defect identified? Yes. Dimensional inspection: drawing: specified dimensions: distal tip groove outer diameter. Distal tip shaft outer diameter. Measured dimensions: distal tip groove diameter = conforming. Distal tip shaft diameter = conforming. The caliper ca802 was used for the measurement. Document/specification review: current and manufactured was reviewed. No design issues or discrepancies were identified. Complaint confirmed? Yes. Investigation conclusion: this complaint condition was confirmed as the driving cap tip has broken off at the most proximal thread form. The root cause for the complaint condition could be user error because the surgeon impacted the device that was incorrectly assembled by the scrub tech. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.